Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one 9-hole condylar plate dynamic compression 95 degrees, angled 80mm x 156 mm, part and lot number unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient is experiencing severe chronic pain after revision surgery from a trochanteric fixation nail (tfn) and screws to an unknown 9-hole condylar plate, and six unknown cortex screws. The revision/implant surgery was on (B)(6) 2011. This complaint involves 7 parts. This complaint is related to complaint com-(B)(4) which addresses the tfn nail and lag screws initially implanted on (B)(6) 2011 to treat patient's injuries and where explanted on (B)(6) 2011 during revision surgery. This report is for one 9-hole condylar plate dynamic compression 95 degrees, angled 80mm x 156 mm, part and lot number unknown. This is report 1 of 2 for com-(B)(4).